Manufacturer narrative:
Weight, ethnicity, race: unk. Investigation type (B)(4): lens work order search- no similar complaint event(s) within associated lots were found. Claim #: (B)(4).

Event description:
The reporter indicated that a 12.6mm tmicl 12.6 implantable collamer lens of -12.0/2.0/087 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Excessive vault and elevated iop was observed. On (B)(6) 2022 the lens was removed and on the same day a replacement lens of spherical and shorter length was implanted. The replacement lens did not resolve the problem. See MFR # 2023826-2022-01552 for replacement lens.

Manufacturer narrative:
Corrected data: h6-type of investigation code : 10 in previous MDR should be corrected to 4110. Additional information: h6- device evaluation: lens returned in a micro-centrifuge vial in liquid. Visual inspection found optic torn. Claim#: (B)(4).